Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate readings or to determine if it could have contributed to the patient's hyperglycemia and emergency room visit. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016. Checking your blood glucose 7 / page 81. Warning: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose 7 page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
Patient reported that her blood glucose meter was reading incorrectly. She was not feeling well, felt dizzy and went to the emergency room. Patient's lowest blood glucose reading was 51mg/dl and highest reading reached 333mg/dl. The doctor gave her IV fluids. Patient kept pod on.